Event description:
Reporting status: serious injury. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure involved placing the 3.5 x 23 mm promus stent in the mid to distal right coronary artery. It was a very calcified vessel and difficult to get the stent down. The guiding caterer was deeply engaged and predilatation was not performed. There was no evidence of plaque rupture or dissection. Upon getting the stent down and pulling the guiding catheter back, thrombosis was noticed and the patient was given integrilin. The thrombosis appeared distal to the stent. A second stent was placed proximal to the first stent, but not overlapping. The patient's condition was stable, but with chest pain. The patient was placed on an intra-aortic balloon pump (iabp) and sent to the ICU. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation-angina and thrombosis as listed in the promus instructions for use (IFU) are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, it is likely that the angina is a secondary effect of the thrombosis which resulted in iabp. However, a conclusive root cause for the reported effects, and the relationship to the device, if any, cannot be determined. It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter." In this case, the failure to pre-dilate the lesion appears to be related to the physical resistance crossing the target lesion.